Event description:
There was an allegation of questionable triglycerides, bilirubin total gen.3, uric acid ver.2, and calcium gen.2 results for 2 patient samples on a cobas c 111 analyzer module. On (B)(6) 2025, patient 1 had an initial total bilirubin result of 19.4 umol/l and a triglycerides result of 4.61 mmol/l from another laboratory. The sample was repeated on the customer's c111 analyzer and the total bilirubin result was 14.3 umol/l and the triglycerides result was 3.15 mmol/l. On (B)(6) 2025, a sample for patient 2 was repeated 8 times on the c111 analyzer. On (B)(6) 2025, the sample had total bilirubin results of 29.8 umol/l, 28.8 umol/l, 28.8 umol/l, and 29.3 umol/l. On (B)(6), the sample had results of 37.8 umol/l, 35.4 umol/l, 35.4 umol/l, and 35.4 umol/l. On (B)(6) 2025, the sample had uric acid results of 278.0 umol/l, 279.3 umol/l, 282.8 umol/l, and 281.7 umol/l. On (B)(6), the sample had results of 365.2 umol/l, 337.3 umol/l, 356.7 umol/l, and 348.4 umol/l. On (B)(6), the sample had calcium results of 2.29 mmol/l, 2.32 mmol/l, 2.32 mmol/l, and 2.32 mmol/l. On (B)(6), the sample had results of 2.92 mmol/l, 2.71 mmol/l, 2.83 mmol/l, and 2.83 mmol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the end of the probe was yellow and replaced it along with the seal cap, teflon seal, and fluid filter. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue.